Event description:
Patient was having cardiac cauterization when the right femoral artery access was attempted with micro puncture kit. Micro puncture wire unraveled and became stuck in the patient's groin. Dr. Attempted to pull wire out under x-ray and wire kept unraveling and broke off. Dr. Was able to retrieve wire and hold with hemostat. Surgeon attempted to remove wire and patient was taken to the operating room for controlled removal of the remaining wire. The wire was successfully removed.